Manufacturer narrative:
Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported when inserting an intraocular lens (iol), the actual implantation was stiff. When the lens was in the eye, it was noted there was white filament around the side of optics. This lens had to be removed, increase in incision size and removed causing longer operating room time. Additional information was requested.